Event description:
Pfizer covid-19 vaccine treatment under emergency use authorization(eua): during normal use at a community vaccination center in support of the fema covid-19 vaccination program, a 1ml haiou needle retractable safety syringe (iso 13485) needle detached prematurely from the syringe while it was still in the patient's arm. The hub was still attached to the needle so the needle was easily removed but the needle clearly malfunctioned. This has happened 22 times in the past 2 days. Additionally, when inserting the needle into a vaccine vial, the needle will often auto-retract, rendering the syringe useless. These haiou syringes are provided as part of the ancillary kits that come with the pfizer covid-19 vaccine. This happened to multiple patients and is not related to any given patient encounter. FDA safety report ID# (B)(4).